Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. The analyst noted the lead was thoroughly analyzed. No anomalies could be attributed to the complaint at this time. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range.

Event description:
It was reported the lead displayed high shock and unstable impedance. It was also reported there is an isolated defect or fracture under the sleeve of the lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.